Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button became increasingly difficult to press. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. The customer's blood glucose (bg) level was 240 mg/dl; customer stated pump will be used to address bg level. Reportedly, customer would continue to use the pump for insulin therapy but also confirmed that an alternate method of insulin delivery available.